Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported compromised stent graft integrity of the cuff was determined to be device related, due to the use of strata material in combination with the lateral movement, which included both the proximal loss of seal and partial component separation. The infrarenal angulation and the presence of thrombus within the neck likely contributed to this event (anatomy-related). No cautionary/off-label product use conditions could be identified due to the lack of medical information surrounding the repair event. The final patient disposition is unknown, however there were no further reports of negative patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and regulations at the time of manufacture. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow up where CT revealed a type ia endoleak between the top of the aortic extension and renal arteries, and a type iiia endoleak between the main body and the aortic extension. An open conversion is planned for this patient but the procedure date has yet to be scheduled. As of the date of this report, there have been no additional patient sequelae reported.